Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. A batch record review was conducted resulting in the following: review of the device history record (DHR) showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. No nonconformity had been registered during the production process of the mentioned lot. No samples or photo was received related to the complaint. A non-conformance has been raised to address this complaint issue. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that "during the demo with nurses and urologists, some catheters (gentle catheter gc air) were well lubricated/wet and others were not lubricated: almost dry, as if the sponge was not moistened, so there was no activation." The complaint was for catheters not being lubricated. There were no photographs depicting the reported complaint issue by the complainant. Product not used on a patient, this issue was noted during demonstration with nurses and urologist. No harm was reported.